Manufacturer narrative:
Device returned. An event regarding crack/fracture involving a triathlon insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "the fracture occurred in fast fracture through the center of the device. The origin was found to be at the corner formed between the distal side and the material joining the two condyles. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there has been one other event for the lot referenced. Conclusions: the event was confirmed. A material analysis has been performed. The report concluded: "the fracture occurred in fast fracture through the center of the device. The origin was found to be at the corner formed between the distal side and the material joining the two condyles. No material or manufacturing defects were observed on the surfaces examined."

Event description:
Surgeon impacted insert into joint and insert broke.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon insert trial was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as device was not returned. -medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been one other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Return of the device is needed to complete the investigation for determining root cause. Product surveillance will continue to monitor for trends.

Event description:
Surgeon impacted insert into joint and insert broke.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon impacted insert into joint and insert broke.